Event description:
It was reported that the procedure was treating the vein graft proximal to a pre-existing stent. The pt had several grafts and this one was 10-12 years old. This was an emergency procedure, with the pt infarcting. After direct stenting with a 3.5 x 28 promus v stent, a waist in the stent remained. A 4.0 x 20 voyager nc balloon was used for post-dilatation at which time a large perforation was observed. This same balloon was inflated at the perforation site while changing the 6f guide catheter to a 7f catheter (opposite side accessed) for use of a graftmaster covered stent for treatment. At this time, the pt's heart rate dropped and had no blood pressure and was given atropine. A 3.5 x 12 graftmaster stent was successfully deployed, but the perforation was larger than initially thought; therefore, required add'l stents to be placed. The 3.0 x 12 and 3.0 x 18 graftmaster stents and a 3.5 x 23 promus stent were deployed on both sides of the first graftmaster, successfully sealing the perforation. Prior to deployment of the 2nd and 3rd graftmaster, the level of dopamine was increased and an intra aortic balloon pump was implanted. After the 3rd graftmaster was deployed, the level of levophed was increased and the dopamine was discontinued. The condition of the pt did not improve and 6 hours post-procedure, the pt expired. The add'l info was provided. The physician stated that there were no issues at all with the graftmasters and the only delay in the procedure was changing out to the larger needed guide catheter. (B)(4)

Manufacturer narrative:
(B)(4): incorrect anatomy, no predilatation - (B)(4). Eval summary: factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, pt anatomical morphology, pt disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the pt anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. In this case, the stent delivery system (sds) was not returned for analysis which may have aided the eval. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. However, it was reported the promus sds was directly stented in a saphenous vein graft, which could have contributed to the stent not being able to fully appose to the vessel wall; however, this could not be confirmed. It should be noted that the promus instructions for use (IFU) states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated." Additionally, the IFU states, "the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 4.25 mm. Safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts." Reportedly, a perforation occurred post deployment of the promus stent and the pt's heart rate dropped and had no blood pressure, which was treated with medication. Add'l treatment performed included an intra aortic balloon pump implantation, several graftmaster stents, and a promus stent were deployed to seal the perforation; however, the condition of the pt did not improve and 6 hours post procedure, the pt expired. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that perforation, hypertension, shock, and death are listed in the promus IFU as known adverse pt effects with coronary stenting. In this case, a conclusive cause for the reported pt effects and their relationship to the device, if any, could not be determined. All stent delivery systems are subjected to a 100% visual inspection. In addition, a qc audit inspection is used to verify the product quality.